Event description:
A patient reported experiencing inaccurate erratic results with an ultra meter. The patient's blood glucose results were 398mg/dl, 134mg/dl, 298mg/dl and 166mg/dl. Tests were done within 10 minutes with a difference of 51%. Patient did not experience any adverse events. Note: for each test result, patient was using different vials of strips which had different code #. Patient mentioned that ccr had done the ctrl test for each vial of test strips and each passed. Patient claims that ctrl sol or test strips has not been opened for more than 3 months. Customer also mentioned customer does not have difficulty getting enough blood on the test strips. Patient did not have vials of test strips handy to provide ccr the lot #'s. Customer did not want to further troubleshoot.